Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient became bradycardic while in the emergency department and required atropine. Interrogation of the device revealed loss of capture. Follow-up was attempted to determine which lead had loss of capture; however, no additional information could be obtained. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.